Event description:
It was reported that there was a discrepancy in the pump's displayed time compared to the actual time, with a difference greater than five minutes. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in extreme levels. The customer received assistance to update the pump's time and was advised to monitor the situation and follow up if the issue recurred.